Event description:
It was reported that during an ureteroscopy with laser lithotripsy procedure for kidney stones, the fiber broke in half while lasering. Due to this, the procedure was completed using another device. There were no patient complications.